Event description:
It was reported that "the pump was leaking a black substance from the rack push rod location". There was no reported adverse impact to the customers blood glucose level. The customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.